Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited a software error message, despite using two different programmers. No intervention was performed at this time. The patient was in stable condition.